Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen, fentanyl, bupivacaine, and clonidine via an implantable pump. It was reported that during a pump refill, on 2020-jun-03, a reservoir volume discrepancy was noted: irv - 6.6 ml, arv ¿ 11.5 ml. There were no associated signs or symptoms and no further diagnostics or interventions performed. It was noted the issue was related to the device or therapy. The issue was unresolved with no further action planned.